Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? Gore peristrips. Was the instrument fired across or near an existing staple line or clip? Not sure. Were any unexpected noises heard? If so, when? Based off surgeon's statement, no. Were any of the forces higher or lower than expected (closing, firing, or opening)? Based off surgeon's statement, no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Based off surgeon's statement, no. Is there any other additional information you would like to share about this device or procedure? Rep was not in case. Was notified of malfunction 2 days after incident directly from surgeon. Account did discard stapler. A surgical video of the procedure was received. It is believed that the complication was the result of deck deflection because the combined thickness of tissue and two layers of buttressing was beyond the device's ability to bring the tissue into thickness compliance.

Event description:
It was reported that during a gastric sleeve procedure, on the second firing just above the pylorus the staples did not form correctly. They sewed the area robotically and completed the procedure with another stapler. There were no consequences to the patient. The device was discarded.